Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-006828 and 2210968-2012-06830. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted, due to uterine dehiscence, pelvic pain, stress urinary incontinence, cystocele, endometriosis, and left ovarian cyst. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).